Manufacturer narrative:
It appears that excessive force was applied to the instrument causing a tang to break off.

Event description:
The prolift inserter prong broke insitu. The piece was retrieved, but caused a delay of 30 minutes.